Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusion was noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
The customer reported no delivery alarms from the insulin pump. During troubleshooting it was advised that the insulin pump was functioning as designed and that there was a possible infusion set and/or reservoir occlusion. The customer was advised to discontinue use of the reservoir occlusion. The customer was advised to discontinue use of the reservoir and to return it for analysis and a replacement. Troubleshooting for the occlusion was not completed; the customer was advised to call the helpline back if there was any future occurrence. The customer's blood glucose value was 122 mg/dl during the call with the helpline, and it reached 226 mg/dl during the reported event. No further info was provided.